Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the patients comorbidities included arteriosclerosis obliterans (aso), and his right and left iliac arteries had 90% and 75% stenosis respectively. And both the internal iliac arteries were completely occluded preoperatively. It was reported that after the implantation of the devices, the physician performed percutaneous transluminal angioplasty (pta) ballooning on the ipsilateral limb and the contralateral limb in the stenotic iliac arteries. The final angiogram showed a slight type ii endoleak which was left to be monitored. The preoperative aneurysm size measured 55 mm. On (B)(6) 2007, follow up examination revealed resolution of the type ii endoleak. On (B)(6) 2008, follow up examination showed the aneurysm measured 51 mm. On an unknown date in (B)(6) 2008, the patient presented to the hospital with occlusion of the contralateral limb as well as the left external iliac artery distal to the device. A femoral-femoral bypass was performed to restore the blood flow to the left lower limb. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.